Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with tumescent infiltration pump. The customer states over the past few months, after the tubing is attached to the pump and placed on the sterile field, the tumescent leaks out of the end onto the sterile drape prior to the procedure.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.